Manufacturer narrative:
PMA/510k: this product is not marketed in the us. Device evaluation: visual inspection of the returned product found that the rod of the preloaded system passed the lens at right side and lens was broken. The rod cap was disengaged from the rod earlier than expected location. Top flange was pushed down correctly. Work order search: one similar complaint type event was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that when confirming the lens folded figure of a ks-3ai aq310a1, 13.0 diopter, preloaded injector, before injection the figure was abnormal and stopped use before injection. No patient contact.